Manufacturer narrative:
The explanted device was not returned to bsn as it was discard by the medical facility.

Event description:
A report was received that the patients scs had waned in efficacy. It was also noted that the ipg was non functional. The patient underwent an ipg replacement procedure. No device malfunction was suspected. The patient was doing well postoperatively.